Event description:
Additional information received reported the pipeline vantage was implanted to treat a right internal carotid artery (r-ica) c6 segment sidewall unruptured saccular aneurysm. The aneurysm max diameter was 7.7mm and the neck was 4.2mm. The cause of the reported "eye floater" was unknown.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline patient experienced an eye floater. The patient was not treated with a surgical procedure or hospitalization. The patient had not recovered/resolved. The patient was treated with an ophthalmology exam on (B)(6) 2025. The adverse event (ae) was possibly related to the disease under study. Possibly related to device vantage, not related to index procedure, ancillary device or apt regimen. The patient reported short episodes of blurred vision and visual sensations.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per source review, there was vasospasm during index treatment on (B)(6) 2021 which was treated with verapamil.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the vasospasm of the intracranial cerebral vessels was also treated with wire massage during procedure. The event did not result in a new or worsening of existing neurological deficits. The site assessed as possibly related to the vantage device and causally related to the procedure. The treated aneurysm dome height was 4.8mm and dome width was 7.7mm. Parent artery diameter distal to aneurysm was 3.9mm and proximal to aneurysm was 3.7mm. There was significant stasis at the end of the procedure and complete neck coverage. Raymond and roy at the end of the procedure was class 3. This study device successfully implanted with wall apposition achieved. Ophthalmic aneurysm was covered by pipeline.

Event description:
Additional information received reported that concomitant or additional treatment was not given. The event was possibly related to the study procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.